Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that an initial wise crt system implant procedure was performed on (B)(6) 2026 at university of (B)(6) hospital. During the procedure, difficult imaging conditions associated with a reprocessed ice catheter and suboptimal cine imaging were encountered. Carto mapping identified the lateral wall as the only suitable implant location due to non-existent septal activation. Following electrode release, intermittent electrode tracking and intermittent biventricular (biv) pacing were observed. Additional information received on 08-may-2026 indicated that inconsistent tracking persisted during a pre-discharge follow-up visit on (B)(6) 2026. Threshold testing demonstrated capture at tl 6.0 @ 2.0 ms in supine and sitting positions; however, the system remained programmed at maximum output settings of tl 6.0 @ pw 4.4 ms due to inconsistent tracking and elevated thresholds. Device interrogation showed normal battery status and battery curve, but projected rrt and eos dates were reduced due to sustained high-output requirements. Intermittent biv pacing persisted post-operatively, although qrs narrowing during biv pacing confirmed intermittent therapeutic capture. No adverse patient sequeale were reported.